Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed (i.e. Red manual knife reverse switch, jaws forced open, cut from tissue)? Was it necessary to open the patient to remove the device? If yes, did the jaws eventually open? If yes, please provide details. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
Would not open jaw. It was reported that during the unknown surgery, after fired, could not open the jaw. Another device was used to complete the surgery.